Event description:
It was reported that the patient has feeling of "shocks" and described them as the patient "stiffening up." The patient is noted to be in hospice. Attempts to gain additional information were not successful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).